Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.

Manufacturer narrative:
Patient age is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Lot information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.